Event description:
It was reported that during a stenting treatment procedure, balloon rupture occurred. The target lesion was located in the calcified circumflex (cx) artery. A 20x2.75mm liberte bare stent delivery system (sds) was advanced with difficulty and "it ruptured." The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).